Event description:
It was reported, during surgery, the surgeon appeared to have problems with the target device. According to the surgeon, the target device was correctly assembled. Nevertheless, the surgeon hit with the drill on the cranial angle of the long hole during static locking. A second locking screw was not used.

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided on a supplemental report.